Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump was dropped and the screen was cracked, it had a white screen and was making noises. The customer reported no adverse event. The event involved product(s) mmt-431ag, mmt-1884. Troubleshooting was performed and confirmed infusion set showed signs of damage. No harm requiring medical intervention was reported. No product return is required for mmt-431ag. The customer discontinued the use of the device, mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. After battery installation unit gave a flashing white display. Missing segments were also noted as unit flashed white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self-test due to flashing white display. Unable to test further for audio/vibrate anomaly due to display anomaly. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, no moisture damage to electronic stack was noted. However, cracked glass was noted, leading to the missing segments. Isolate flashing white display to electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unable to download unit to carelink due to display anomaly. Unit was also received with: scratched case and pillowing keypad overlay. In conclusion, customer's allegations of audio/vibrate anomaly were unknown when flashing white display prevented further testing. However, allegations of damaged lcd screen were confirmed when missing segments were noted, due to cracked glass. Additionally, allegations of flashing white display were confirmed when unit powered on with flashing white display. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.